Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 18, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). D10 (date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was inspected upon receipt with no visual anomalies observed. Upon building the sample into a circuit, a very slow leak was observed, confirming the complaint. Since the bonding appears suitable and the connector has no anomalies, it is most likely that the oxygenator was subjected to some force directly to the arterial sampling line that weakened the bond. All capiox/tubing packs are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force due to mishandling after unboxing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leak in the tubing of the oxygenator. No patient involvement. Product was changed out. Procedure was completed successfully.